Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the report that the rf (radio frequency) head was not working; the rf head passed functional testing and interrogated a device. Analysis confirmed the reported cable issue; cable is cut and wires are showing. It is noted the rf head label is delaminated. (B)(4).

Event description:
It was reported the rf (radio frequency) head is not working. The cord casing is shredded and inner wires are exposed. The rf head was returned for repair. No patient complications were reported as a result of this event.